Event description:
The dealer reported that the shower chair was broken but did not have any details. This issue could cause the chair to be unstable and potentially reduce the designed weight bearing capacity of the chair, causing the user to fall off if used.